Manufacturer narrative:
The t:slim pump user guide states that a low power alert occurs when a battery level of 25% or less is remaining. A second low power alert will occur when a battery level of 5% or less is remaining, requesting that the t:slim pump be recharged or pump will stop all deliveries. The alert will continue until the condition has been corrected; otherwise a low power alarm will trigger and the pump will stop all insulin deliveries. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple low power alerts that was not addressed by charging the device. Subsequently the pump shut down due to insufficient battery power. The customer reported an elevated blood glucose (bg) level; however, a specific bg value was not provided. Customer administered an injection to treat elevated bg level and charged pump to resume insulin delivery.